Event description:
The reporter indicated that a 13.2mm vicmo13.2 implantable collamer lens of -10.0 diopter was implanted into the patient's right eye (od) on (B)(6) 2022.. The lens was implanted, removed, and replaced intraoperatively for a longer length lens due to low vault. The problem was resolved cause reported as unknown.

Manufacturer narrative:
(B)(4).